Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's wife stated on the night of (B)(6) 2018, the cgm was displaying a reading around 250 mg/dl. The patient was dosed with 4 units of insulin based on the cgm reading and had a meal. On (B)(6) 2018, the patient's wife stated the cgm was displaying 157 mg/dl before she left for work. Within an hour, the patient's daughter stated the patient went into a diabetic coma and the cgm was displaying 49 mg/dl. The patient was administered with a glucagon pen and the ambulance was called. The patient was transported to the hospital and in the hospital, they stated the cgm was displaying 400 mg/dl and when they did a finger stick the meter was reading 201 mg/dl. Additionally, the patient's wife stated that she thinks the cgm was already reading 100 points off the night before and that when they dosed the patient with insulin, it may have pushed him into a hypoglycemic state. At the time of contact, the patient was doing okay. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.